Manufacturer narrative:
Literature citation: roberto luigi cazzato, julien garnon, jean caudrelier, pramod prabhakar rao, guillaume koch and afshin gangi; " low-power bipolar rediofrequency ablation and vertebral augmentation for the palliative treatment of spinal malignancies". Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿low-power bipolar radiofrequency ablation and vertebral augmentation for the palliative treatment of spinal malignancies¿ that a grade 6 complication consistent with a sepsis in an end-stage lung cancer patient who was treated despite a subclinical para-vertebral abscess, which was inadvertently misdiagnosed the day of the procedure. Nevertheless, the patient died 3 weeks later due to septic complications.